Event description:
It was reported that the physician noted oversensing noise was observed on the "can to svc" egm of the implantable cardioverter defibrillator (ICD). Oversensing noise was also noted on the right ventricular (rv) lead. The ICD was removed and replaced due to normal elective replacement indicator (eri). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.